Manufacturer narrative:
Investigation summary: customer return photograph showed the evidence of the evidence of presence of foreign matter on 22g needle of 5ml emerald syringe. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of foreign matter with lot #18c2272 regarding item #302925. DHR reviewed found no non-conformities. Investigation conclusion: bd was able to verify the reported issue of foreign matter. The white foreign matter was observed to be on the cannula of the needle and likely to be epoxy. The manufacturing process was reviewed. This may have occurred when the production technician had missed out to clear the effected rack. Retention samples were evaluated. No defects were found. Root cause description: although loose particles may be added during the manufacturing process, the exact root cause could not be identified. Rationale: complaints received for this device and the reported defect will continue to be tracked and trended. The information will be captured in the trend reports and monitored monthly. Collected data are regularly reviewed to identify emerging trends. Based on this, a CAPA is not needed at this time.

Event description:
It was reported that before use of the bd emerald¿ luer slip syringe with needle there was an issue with foreign matter. It was stated ¿there are foreign material on the needle of emerald syringe.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd emerald¿ luer slip syringe with needle there was an issue with foreign matter. It was stated ¿there are foreign material on the needle of emerald syringe.¿ there was no report of injury or further medical intervention